Event description:
It was reported that an ultrafiltration(uf) event occurred during hemodialysis with an ak 96 machine. The pre-treatment weight of the patient was 48.8kg and after use, the patient weight was 52.5kg, resulting in an excess of 3.7kg. It was confirmed the patient did not eat/drink during the dialysis. It was reported that the patient received "2nd treatment immediately and 2nd treatment with another machine was normal." The weight after the second treatment was decreased. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal "code": (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. No evaluation information was provided regarding a machine malfunction. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported ultrafiltration (uf) event was not determined, however the uf cell, variable flow unit, degassing chamber and the zeva valve membrane were replaced as a proactive measure. Should additional relevant information become available, a supplemental report will be submitted.